Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a prime/fill anomaly. Customer reported the reservoir was emptied. Customer is using 180mg reservoir in an insulin pump built for a 300ml reservoir, reports has already taken steps to get it replaced but situation does not change. The insulin pump alarmed error.